Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced a lead perforation, pericardial effusion, and cardiac tamponade. The right ventricular (rv) lead was programmed off, and explanted. No further patient complications have been reported as a result of this event.